Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that would not inflate a year out from surgery. The physician attempted to reset pump in office but was unsuccessful as the pump would not inflate after three pumpa. An ipp revision surgery was performed in which the pump was removed from the scrotum and another reset was attempted. The pump would reset and function normally then the same problem would return, therefore, it was removed and replaced. There were no patient complications and after the procedure the system was working fine.